Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of sound. A review of the test data indicated impedance issues. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly experience no auditory sensation at initial activation. The external visual inspection revealed the electrode was kinked and silicone damage was observed on the top and bottom cover of the device. Additionally, silicone damage by the proximal end of the large tubing with an extruding wire was also observed. The photographic imaging inspection revealed cut electrode wires by the proximal end of the large tubing. System lock was verified. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis confirmed evidence of slicing on the 13 broken wires. The device passed the mechanical test performed. The failure of this device is attributed to cut electrode wires, which is consistent with the open electrodes reported. No corrective action is indicated. This finding will be monitored as part of the reliability leadership team process. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.